Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported heart failure and death appear to be due to patient conditions and progression of disease. Heart failure and death, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported medication required, and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Another event occurring with this same patient was filed under medwatch report numbers: 2135147-2024-02280-00 and 2135147-2024-02280-01 investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
B)(4) - bright EU pas. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with severe functional tricuspid regurgitation with pacemaker lead. One xt triclip was successfully implanted, reducing the tr to mild. There were no complications. On (B)(6) 2024, the patient was hospitalized for worsening heart failure and pluripathy. Medications were provided and comfort measures taken due to poor prognosis. On (B)(6) 2024 the patient expired.